Event description:
Leica biosystems (lbs) received a complaint of underprocessed tissue. On 18 september 2025, the complainant provided the following information to lbs, "there was 1 case that we were not able to get a definitive diagnosis. I have not heard if they are going to re-biopsy or not though. I can make sure to let you know once I know more." On 23 september 2025, the lbs field applications specialist (fas) investigating this event with the complainant received the following update, "the supervisor just sent me an update. There were actually 2 cases that were unable to be diagnosed, and they are going to re-biopsy." The following is the full patient identifier information for importer MDR 3022446399-2025-00010: female/59 su25: men:3209. Refer to importer MDR 3022446399-2025-00009 for information on the first patient case impacted.